Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. A motor current test was performed and found to follow normal operations of the pump. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The front label was missing from the housing. Event history log review found an error related to the reported issue. Upon powerup of the device with a battery inserted the device displayed the reported error. A motor current test was performed and found to be within normal operations of the device. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: the motor was replaced. D4: UDI information is unknown.

Event description:
Additional information received customer response: no patient involvement, discovered during bench test, event date (B)(6) 2018.